Manufacturer narrative:
(B)(4).

Event description:
It was reported "iabc failed to unwrap". No patient injury or consequence reported. To continue therapy, the catheter was removed and another catheter was inserted into the same insertion site. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4) returned for investigation was a 50cc 8.0fr ultraflex intra-aortic balloon catheter (iabc). Returned with the sample was the data-scope driveline tubing; no damage or abnormality was noted with the tubing. Upon return, the distal end of a non-teleflex sheath was noted at approximately 36.8cm from the iabc distal tip; some liquid blood was noted in the sheath sidearm. An ap tubing was connected to the iabc luer. The one-way valve was tethered to the short driveline tubing. The bladder was noted wrapped (or considered twisted). Dried blood was noted on the exterior surfaces of the iabc; no blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0074in-0.0077in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood was noted. The iabc was leak tested. During the leak test, the bladder did not fully inflate. The middle portion of the bladder had inflated but the distal and proximal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 73.2cm from the iabc distal tip. The guidewire was able to advance through the central lumen. Some blood was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 9.4cm from the iabc luer. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "iabc failed to unwrap" is confirmed. During the investigation, the distal and proximal portion of the iabc bladder was noted twisted and the bladder would not fully inflate or unwrap during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A corrective and preventive action has been initiated to address the issue.

Event description:
It was reported "iabc failed to unwrap". No patient injury or consequence reported. To continue therapy, the catheter was removed and another catheter was inserted into the same insertion site. The patient's current condition is reported as "critical".